Event description:
It was reported that when the white cable was not connected, the screen defaulted on heartmate 3 even with no data transmitting.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system monitor screen issue was confirmed via the submitted pictures; however, no testing or attempts to reproduce the event could be performed as the system monitor was not returned for evaluation. The submitted pictures showed the clinical screen of the system monitor indicating a heartmate 3 system was connected despite the system monitor/power module not being connected to a controller. The system monitor clinical screen showed empty parameter boxes. A request was made to obtain additional event information (including what action was taken to resolve the system monitor screen issue, if any products will be returned for evaluation, and if there have been any further issues); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Heartmate ii instructions for use (IFU) (rev. C) section 4 ¿system monitor¿ describes how to use the system monitor and the actions to take if the system monitor is not functioning as intended. Heartmate system monitor instructions for use (IFU) (rev. E) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate ii patient handbook (rev. C) and heartmate ii instruction for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.